Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the microscope optic head was loose. There was no patient impact. A company representative tightened two screws that mount the female side of the bolt to the optics module.

Manufacturer narrative:
The company service representative examined the system and found the optics attachment to the yoke tilt function was loose. The yoke attachment is to the libero, and the libero was secure. The company service representative noted there was no risk for detachment; however, the two screws within the motor and bearing assembly of the focus drive were identified to be loose. These two screws were tightened which resolved the issue. The system was then tested and met all product specifications. The system was manufactured on november 29, 2017. Based on qa assessment, the product met specifications at the time of release. It is noted in the operator¿s manual that the customer should ensure the security of the system prior to using the system. This system is a mobile microscope that is often transported to different facilities. Therefore, the likely cause is attributed to customer transport/handling, resulting in the screws in the focus drive coming loose. However, this is unable to be determined conclusively based on the information obtained for this investigation. The root cause of the reported event is unable to be determined conclusively. (B)(4).